Event description:
This is about ultherapy and the fact that no provider nor consumer info (not even when reading medical scientific papers) report that the treatment is extremely painful and that there is a need for the injection of local anesthesia. I visited 2 offices to request info about the treatment. I sat for 90 min for the new pt orientation at each place. Pain was not even mentioned. But, before going into the procedure, the anesthesiologist gave me local anesthesia on my face. This was totally unexpected. The medical literature I consulted before scheduling the procedure does not mention pain. One scientific paper about the results of ultherapy for blepharoplasty reported 'minor discomfort', which cannot be true, that was solved with local anesthetic cream. Anesthetic topical cream does not reach the dept of the skin tissue to prevent pain. Treatment was done by (B)(6). Provider was insensitive to my claims that the procedure was painful. These technicians should receive better training and know that pain is in the eyes of the beholder. Also, anesthesiologist who provided local injectable anesthesia was going to inject the local anesthetic without sterilising my skin; but I asked him to do so. I believe the needle he used was about 2 inches long (looked like an intramuscular), although I believe a smaller syringe would have made the pain of the puncture less intense (breaking the skin is painful, once you go through the skin, there is no pain, easy to know if anybody has had blood drawn). At any rate.